Manufacturer narrative:
One 15.5f x 24cm step tip catheter was returned for evaluation. A visual examination indicated the catheter is intact except for one of the extensions. The extension with the red sleeve and clamp is cut off at an angle approximately 2mm from the hub. The extension that was cut off was not returned. The edges of the extension remaining on the hub are smooth. This points to a cut and not a tear. The report indicated the catheter was cut during a dressing change. No catheter fault was suggested. The instructions for use include the following catheter precautions. Do not use sharp instruments near the catheter extension tubing or catheter lumen. Do not use scissors to remove dressing. Exsanguination is listed as a potential complication.

Event description:
Patient was on dialysis, being treated at home. Patient was bothered by dressing, mother of patient was changing dressing and cut catheter. Patient bled to death.